Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the cold blisters noted on both the upper thighs of the patient due to the arctic gel pads. It was stated that the pads remained on the patient torso and no treatment required for blisters. Per follow up information received on 14apr2021 the cold blisters on the skin were found due to the gel pads and were removed from the study participants upper thighs. It was noted that no follow up treatment required from the cold blisters. The therapy was completed on the device.

Event description:
It was reported that the cold blisters noted on both the upper thighs of the patient due to the arctic gel pads. It was stated that the pads remained on the patient torso and no treatment required for blisters. Per follow up information received on 14apr2021 the cold blisters on the skin were found due to the gel pads and were removed from the study participants upper thighs. It was noted that no follow up treatment required from the cold blisters. The therapy was completed on the device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.